Event description:
New information received notes the rv lead was capped in the procedure on 10 may 2023. Post-procedure the patient was stable.

Event description:
New information received notes the rv lead presented with extra cardiac stimulation. The patient was stable.

Event description:
It was reported a patient presented with syncope and their right ventricular (rv) lead presented with pacing inhibition. The rv lead was explanted in a procedure on(B)(6) 2023. Post-procedure the patient was stable.